Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported two trickle charges were attempted. The over discharge has not been resolved. The patient is to speak to physician about replacement at his next appointment. Date unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient's device was probably in overdischarge. The rep was unable to achieve telemetry with clinician programmer and patient stated he had not charged device in about 2 months. Patient not recharging may have led or contributed to the device issue. Patient was asked to bring recharger and everything to the next appointment on (B)(6) 2017 for tickle charge physician mode recharge. The issue was not resolved at the time of this report. No surgical intervention occurred or planned. No patient symptoms or complications were reported in this event. Additional information received. It was reported that the patient was seen in clinic on (B)(6) 2017 but was unable to stay until the device was a quarter charged. The patient was sent home with instructions to charge and not activate; on (B)(6) 2017 the rep met to clear the power on reset (por) and was unable to do so because the patient didn't charge their device. They attempted a trickle charge but were unable to charge the device. The patient stated they hadn't charged in about seven months and that he was getting good coverage when it was working. The patient was going to return for a follow up appointment on (B)(6) 2017 and plans to discuss replacing the device with the managing doctor. The rep reports that the device was overdischarged. No further complications reported.